Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they experienced a high blood glucose of 469 mg/dl at the time of the incident. The customer did not mention how they treated or any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active during the event. Troubleshooting was not completed as the customer declined. The customer also reported a cannot find sensor signal alert and insulin flow blocked alarm. The customer mentioned they may have scar tissue. The insulin pump will not be returned for analysis.